Manufacturer narrative:
The impela cp was returned for evaluation into the low pump flows that were reported. The pump was unable to be started in the lab. A tear down of the pump revealed broken blades on the impeller. The root cause of the low flow is broken blades. The cause of the broken blades is unknown at this time. If abiomed learns of additional information a follow up report will be sent.

Event description:
An impella cp was inserted to support a patient for post-cartiotomy cardiogenic shock, following open heart surgery. After approximately one hour, pump flows dropped suddenly. The position of the pump was verified using fluoro and echo. The pump was exchanged for a second impella cp without issue.